Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, there was no anomaly with the device in question. It was confirmed that the black object identified was the wood glue used for the device. There was no functional impact from the presence of the glue in question. In addition, since the adhesive is a biocompatible adhesive, it was confirmed that there was no problem with regard to the impact on a human body. Therefore, there was no problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during inspection for use, two endoscopes were observed to have a black substance [foreign matter] attached to the back of the forceps elevator at the tip. Another similar device was used to complete the procedure. There was no patient or user injury reported due to the event. (Scope #1): model gf-uct260 evis lucera ultrasound gastrovideoscope, serial # (B)(4) is reported in the medwatch for patient identifier (B)(6). (Scope #2): model gf-uct260 evis lucera ultrasound gastrovideoscope, serial # (B)(4), is reported in the medwatch for patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service confirmed the presence of a black substance on the back of the forceps elevator. No other abnormalities were observed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.